Manufacturer narrative:
According to the facility, "we had a resident being transferred with a total lift sling. The resident weighs 275# both lower leg loops broke during transfer dropping the resident. The resident is now in the ER. The sling showed no signs of fraying, thinning, or concerns over its integrity." No additional information at this time. Due diligence has been completed. No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "we had a resident being transferred with a total lift sling. The resident weighs 275# both lower leg loops broke during transfer dropping the resident.